Event description:
Pt underwent a right shoulder arthroscopy procedure for repair of a rotator cuff. One week post op in the physician's office, it was identified through a routine post op shoulder x-ray that there was a foreign object in the surgical site shoulder. Pt returned to the or and a metallic foreign object was removed. It was determined to be the tip of the bio-pushlock 3.5 mm x 14 mm by arthrex. It cannot be determined how the tip broke off, whether is was a defective part or by user error.